Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"This complaint is from a literature source. The following literature cite has been reviewed: matar he, bloch bv, james pj. High ten-year implant survivorship and low patellofemoral complication rate for s-rom rotating-hinge implants in revision total knee arthroplasty : a single-centre study. Bone jt open. 2022 mar;3(3):205-210. Doi: 10.1302/2633-1462.33.bjo-2021-0151.r1. Pmid: 35274992; pmcid: pmc8965783. Objective and methods: the aim of this study was to evaluate medium-term outcomes and complications of the s-rom noiles rotating hinge knee system (depuy, USA) in 89 revision total knee arthroplasty (rtka) implanted between january 2005 and december 2018 at a tertiary unit. The manufacturer of the previously revised devices is unknown. Each patient received an s-rom noiles rotating hinge knee including: a femoral component, femoral sleeve, femoral stem, lps hinged tibial insert, mbt tibial tray, mbt tibial sleeve, and tibial stem. The authors note that the patellas were resurfaced. The cement utilized during implantation was competitor cement. The following captures the 9 patients who received reoperations and revisions after s-rom noiles implantations. Patient 6: 70 yo male. Bmi 29. Patient received a two-stage revision at 8.7 years to treat pji.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.